Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related MFR report: 1627487-2020-32433. It was reported the patient stopped using and stopped charging the scs system because he could not tolerate tonic stimulation. The patient stated he met with an abbott representative for reprogramming, but the stimulation was reportedly worse and stopped using the device at that time. Surgical intervention was taken and the patient's scs system was removed.